Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
On (B)(6) 2014 the patient was hospitalized for chest tightness. Coronary angiography showed bilateral vascular lesions. It was reported that a 3.0x15mm xience xpedition stent was deployed in the mid left anterior descending artery (lad) with 90% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2016, (B)(6) 2017 and (B)(6) 2017, the patient was re-hospitalized for chest pain and diagnosed with coronary heart disease. No angiography or CT was performed. The patient received fluid transfusion treatment. The patient is in good health.